Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an operational malfunction in the screen (in the lcd part of the main device). There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that a misalignment of the touch position (the responding position is different from the touched position) was confirmed. A calibration was performed, but the issue was not resolved; the se noted that the touchscreen needed to be replaced. A service quote was provided to the customer.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer cancelled the service quote. No further actions were performed by philips regarding the issue. The device was returned to the customer unrepaired per customer request. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.